Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during left thyroig lobectomy procedure, the mainframe unit intermittently displays the emt monitoring disabled message, 5 seconds delays in displaying stim responses. Troubleshooting was done by completing two power cycles along with reseating and re-wrapping the mute cable. Site decided to continue surgery with system and there was a surgical extension of less than one hour. There was no patient impact.